Event description:
The nurse reported that the hemodialysis unit removed nearly double (950cc/hr) the amount of fluid that it should have been removed in one hour (400cc/hr). The pt suffered no ill effects from the fluid loss. The dialysis machine and pt circuit were removed and therapy was continued using another dialysis machine.

Event description:
Add'l info rec'd from MFR 8/5/04: summary of investigation: safety and performance tests were made; on sept. 2003 it was simulated use: dialysis unit passed tests per manufacturer's specifications, including removing the correct amount of fluid over time. They were able to reproduce event if flow of dialysate from reservoir bag restricted. Suspect that tubing was not connected to bag properly. With regard to your communication dated june 2004, we inform you that on may 2004 we received a copy of the user-facility report 2100090000-2003-9020, regarding an incident that happened on sept. 2003. After reviewing the service action reports, MFR found that in oct. 2003 gambro technical services (gts) field rep checked out the prisma machine per customer's request. He verified the accuracy of scales, pumps and weight removal. Pump speeds and scales were operating to manufacturer's specifications and the machine was removing proper amount of fluid as preset. Therefore, no corrective action was considered necessary. After receipt of the facility's medwatch form, this incident was reviewed with our american affiliate and on the basis of the following considerations: no machine's malfunction was identified by the gambro technical services (gts) field rep., and both the gts analysis and user facility report indicated suspected user error, without pt injury, we decided for the non-reportability of the event. From a technical standpoint, the reported incorrect fluid removal episode could have been caused by: a temporary pump (s) failure. However, the likelihood of an incorrect pump speed is estimated to be "improbable" since the prisma safety architecture is designed to constantly monitor all the main systems of the machine. In fact, the pump speed is controlled by the "controller cca" board. To be single fault proof, the controller cca board is constantly supervised by the "monitor cca" board by means of an independent sensor (tachometric control sensor, based on hall effect). If an incorrect speed is detected, a "pump malfunction" alarm is set off. Moreover the "monitor cca" board checks the fluid infused and removed (and the total fluid removed that is the difference of those) with the scales. Therefore, the prisma can set off "incorrect weight" alarms in case of the actual values deviate from the setting. As suggested in the prisma operator's manual under the troubleshooting chapter, other factors such as: leaking or clamped line (s) or bag (s); swinging bag (s); foreign objects on scales (s); bag (s) partially supported; seal on replacement or dialysate bag not completely broken; might have caused incorrect fluid control. However, "incorrect weight" alarms would have been set off. So, on the basis of the received info, we believe the reported event was likely due to a user error, as also reported in the medwatch form ("suspect that tubing was not connected to bag properly"). To the gts field rep was reported that the customer noted that dialysate spike was possibly occluded. Moreover, the gts field rep was not made aware of any pt injury or intervention at the time of the october visit. The machine was checked and functioning correctly. On the basis of investigation and knowledge, when the "seal" on infusion bag is not completely broken, the flow of the hemofiltration solution coming from the bag is not correct (reduced) but the effluent pump keeps the set speed. Due to this condition, fluid is then taken from the pt. However, this situation will be deteched by the prisma scales by setting off proper. "Incorrect weight" alarms in case of the actual values deviate from the setting. Indeed, the prisma operator's manual reports among the possible causes of the "dialysate incorrect weight change" and the "replacement incorrect weight change" alarms "the seal on bag not completely broken" (prisma operator's manual, chapter 6: "troubleshooting"). This is also confirmed by tests performed in MFR's laboratory. No mechanical failures were identified by the gts field rep, as reported in his work order. Both the gts work order and MDR by the clinic indicated suspected user error, without pt injury.